Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Investigation in progress.

Event description:
It is reported that after initial left knee replacement surgery on (B)(6) 2012, the patient underwent a left knee arthroplasty revision on an unknown date and was converted to an oss system. The reason for revision is unknown at this time.